Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for autonomous cursor movement after software update. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer failed the finger touch test for cursor misalignment after software update. The finger touch was tested several times and was found to be working correctly. An electromagnetic interference repair was performed as a preventative measure to solve possible finger touch issues. It was determined at analysis that the upper left and right hinges, cord bay latch and media door were broken. The card bus release pins, keyboard left and right sliding rails, and lower case were broken. The cooling fan was noisy, and the electrocardiogram (ECG) connector was loose on the link electronic module (lem). The upper and lower left and right bullets were missing. The company logo button was missing, and the paper tray was nearly empty. The electrocardiogram (ECG) required an update. Software errors were found in the software history, the software was re-installed and updated to the newest version. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the programmer was returned for evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment after software update.